Manufacturer narrative:
H.6. Conclusions code 1 updated. H.6. Conclusions code 1: code 61 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), withdraw the introducer sheath prior to deploying the device. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Manufacturer narrative:
The instructions for use (IFU) in place at the time of the procedure included the following relevant warnings: according to the gore® excluder® aaa endoprosthesis IFU, withdraw the introducer sheath prior to deploying the device. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the contralateral leg component was advanced. No resistance was noted upon advancement of the delivery catheter. Deployment of the device was initiated. Reportedly the contralateral limb was inadvertently deployed inside the introducer sheath. It was reported that deployment of the device within the introducer sheath was accidental, and occurred due to the sheath unknowingly having not been withdrawn. Reportedly the accidental deployment of the device within the introducer sheath was not noted. Upon attempting to withdraw the device delivery catheter back through the introducer sheath, resistance was noted. It was reported that the leading olive became disconnected from the device delivery catheter upon attempted catheter withdrawal. Leading olive separation reportedly occurred due to there being no room to withdraw the delivery catheter back through the introducer sheath as the contralateral limb was deployed inside. The leading olive remained on the guidewire. The leading olive, device delivery catheter, and introducer sheath were successfully removed. No patient tortuosity, calcification, or thrombus was noted. Reportedly there were no patient adverse events. There were no further reported issues. The patient tolerated the procedure.